Event description:
It was reported that during a prostate procedure, the physician noted that @ 87,000 joules of use; 22 minutes, the fiber tip was damaged. The procedure as completed with the use of a second fiber. Patient outcome "fine" reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2093-337j-(B)(4): the fiber cap exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the heat shrink tube exhibits melting at the open end; the inside of fiber cap exhibits contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.